Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6) "product leakage." "During administration of the anticancer drug in the chemotherapy room, liquid leakage from the infusion set connection was confirmed. We will also collect and send all unused items of the same lot as the two actual items. The patient has no infection / health hazard to patient: none / sample: available / batch: 21l07g8374."

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). The complaint is still under investigation. A follow-up report will be provided, as soon as investigation has been completed.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Sample evaluation: received 2 used and contaminated capillary hub of introcan safety 3 pur 22g 0.9x25mm-ap without packaging. Cannula hub and protective cap were not returned for investigation. Returned with both used samples are extension set, presumably used together with the introcan safety. Also being returned are 185 unused samples in original packaging. Lot number printed on returned peel pack are 21l07g8374 and material# 4251128-03. Visual inspection: result: all samples were taken for visual inspection and observed 13 pieces of sample exhibits damage on the catheter hub luer. Leakage test: the 13 pcs sample with damage on the catheter hub luer were tested for air tightness leakage test according to test method. Result: 2 pcs sample failed the test. Extension tube set verification: 2 pcs sample which have failed the air tightness leakage test was tested for liquid tightness test 300kpa/30s (3bar/30s) by using the returned extension tube set. Results: 2 pcs tested - 1 pcs failed. Root cause analysis: the possible cause of the dent luer could be due to slightly bent or slanted septum opener pin during the assembly of catheter hub to cannula hub. During simulation, the defect was able to be reproduced. Another possible cause is bigger opening of septum opener pin towards the catheter hub luer and during simulation, the defect was able to be reproduced. Correction: daily checking for valve opener pin condition at the concerned machine and to record in process card. Additional containment action to refer to CAPA. This complaint is confirmed.